Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that although the cassette exhibited no anomaly during the priming and pre-use check, leakage of medical fluid from the connector was observed. The customer confirmed excessive pressure was applied to the connection part when the cassette was connected to an epidural catheter. No patient injury was reported.

Manufacturer narrative:
Corrected data: please disregard the initial report submitted with the MFR number: 3012307300-2022-13948. The report was submitted in error.